Event description:
Sales rep reports that during implantation (unsure if surgeon pre-dilated), the anchor broke at the interface of driver and anchor in the joint. The surgeon was able to retrieve the fragment and performed end rotator cuff repair with good fixation. No pt injury or complications were noted.